Event description:
It was reported that 3 weeks after the completion of a right transcarotid artery revascularization (tcar) procedure, the patient experienced an embolic stroke. The symptoms subsequently resolved over 24 hours. Imaging from computed tomography (CT) looked ok, but magnetic resonance imaging (MRI) revealed deficits on the right side.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. There is no indication that a malfunction of the srm device occurred. The cause of the post-operative complication is unknown. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.